Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device after an interventional procedure. Reportedly, the device failed to deploy. A second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It unknown if the physician is trained in the use of the perclose proglide device. Additional information was not provided.

Event description:
Subsequent to the initial medwatch report, additional information was received indicating that an arteriotomy closure of a mildly calcified left common femoral artery was attempted using a perclose proglide device after a percutaneous transluminal angioplasty and stenting procedure following thrombolysis. Reportedly, the device failed when the plunger was depressed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. A failure to deploy as reported can be influenced by, but not limited to; manufacturing, patient anatomical conditions and user technique. Manufacturing: at the various manufacturing stations, and at final inspection the devices undergo a variety of cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed as part of quality assurance lot release testing. Patient condition: a femoral angiogram was taken and mild calcification was noted. Failure to deploy can be caused by tissue too thick and certain anatomical conditions (heavily calcified arteries, scar tissue, etc). As per the special patient populations section of the proglide instructions for use, the safety and effectiveness of the proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. User technique: failure to deploy can be influenced by several factors, including, but not limited to; a failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing the angle, rotating or rocking the device, and not depressing the black plunger to contact the purple body. The complaint information did not report any abnormal user technique. Based on the reported information and the inspection criteria a definitive cause for the reported failure to deploy and associated patient effects could not be determined; however, minor calcification in the common femoral artery may have been a contributing factor. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database did not reveal any other incidents reported from this lot. Indication of a product quality problem cannot be determined.